Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a no delivery alarm due to infusion set failure. The customer also reported they had a blood glucose value of 492 mg/dl due to issues with infusion set. The customer declined troubleshooting for high blood glucose. Customer was advised the infusion set will be replaced. The product was not returned for analysis.